Manufacturer narrative:
In follow-up with a complaint handler on (B)(6) 2025, the customer stated that the mastitis was diagnosed by her doctor and was prescribed an antibiotic, a pain medication and received a shot for pain. The customer also stated that she could not move her arms and had a fever. The customer agreed to send the pump back for testing but has not returned it as of the date of this report. Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2025, that her pump in style breast pump had low suction and developed mastitis due to being without a pump. The customer also alleged that she went to the doctor and received a shot for the mastitis.